Event description:
It was reported that ventricular noise was observed via (B)(4). Monitoring of the patient will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.